Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report

Event description:
It was reported that there has been progressive loss of channels over time. Currently, only 5 channels are considered viable for map. Reports of decreasing responsiveness to sound, and also a drop in discrimination performance.